Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
(B)(6) inserted (B)(6) 2026 for chb. Immediately after procedure, patient had a chest x-ray which showed that the atrial lead had dropped into the ventricle. Patient had an ra lead reposition the next day, on (B)(6) 2026.